Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm) settings were made as usual, but the main unit remained in the delivery device and could not be used. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: e1, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10feb2020. An investigation was conducted on 17feb2020. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window, but not in its usual position. The seal and tension spring assembly was removed from the loading device. The seal was observed to hold a slight flexed shape to it, indicating an attempt to load the seal into the delivery device. However, the seal and tension spring assembly was observed to be intact with no visual defects observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches and the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.50 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm) settings were made as usual, but the main unit remained in the delivery device and could not be used. No patient involvement.